Event description:
In 2006, this pt underwent endovascular repair using gore excluder aaa endoprostheses. During the final angiogram, a right distal type I endoleak was observed. The physician decided to extend the right side with an iliac extender component. However, upon preparing the device for implantation, the gore introducer sheath inserted in the pt's left side popped out, and the pt's blood pressure dropped due to a loss of blood. The physician stopped the bleeding, re-inserted the sheath, and closed the pt. The physician thought it was best for the pt to stabilize before implanting the last iliac extender component, which was performed during a reintervention 13 days later.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note attached list of devices implanted in pt: pxt281418/04740413, pxc201200/04749558, pxa260300/04607239, pxa260300/04659643, pxl161407/04626756. Also associated with this event are iliac extender components pxl161407/04651196 and pxl161407/04651197, which were reported on medwatch #2953161-2007-00018.